Manufacturer narrative:
Unit received with intermittent button response due to corroded keypadtraces. No frozen display noted and no button error alarms noted. Unit received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error after entering in carb information into the pump and the display screen is frozen. Customer does not recall any significant events leading to the error. Child's blood glucose was 198 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.